Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. There is no indication that the damaged electrode belt caused or contributed to the patient's passing. Manufacture dates: monitor- 7/17/2015, electrode belt- 8/7/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home with their partner present at the time of passing. Per clinical review of the patient's download data, prior to passing, an arrhythmia was detected at 20:06:30 with response button use on (B)(6) 2021. The patient's ECG shows sinus tachycardia at 120 bpm degrading to vt at 220 bpm with motion artifact. The response button use prevented the lifevest from delivering a treatment. It is not known who was pressing the response buttons at this time. At 20:06:5, the lifevest was shutdown. Per review of the patient's continuous ECG recordings, the patient was in vt at 270 bpm with response button use at the time of the device shutdown. It is not known who shut down the lifevest. At 20:08:26, the lifevest was restarted. At 20:09:11, an arrhythmia was detected with response button use. The patient's ECG shows vt at 240 bpm at this time. The response button use prevented the lifevest from delivering a treatment. At 20:09:28, the lifevest was shut down. The patient was in vt at 290 bpm with response button use at the time of the device shutdown. The response button use prevented the lifevest from delivering a treatment. It is not known who was pressing the response buttons throughout the event. There is no indication that a device malfunction caused or contributed to the patient's passing. The response button usage prevented the lifevest from delivering a treatment to the patient.